Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual inspection was unable to note any defects present. The sample was leak tested per specification with passing results. The sample was then attached to a 1000ml bag and ran on a pump for ten minutes without any leakage occurring. Retained units from the reported batch were inspected per specification with passing results. Based on the data from our investigation, the returned product was functionally tested per specification and the reported defect of leakage was unable to be replicated. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the filter leaked during chemotherapy of taxol. No injury reported.